Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited noise. No intervention was performed. The patient was stable.

Event description:
New information received noted that the noise resulted in atrial over-sensing, which led to episodes of inappropriate mode switch.

Manufacturer narrative:
Correction: upon review the pacemaker, manufacturer report 2017865-2025-14983, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the pacemaker.